Event description:
Complainant alleged that while attempting to cardiovert a male pt, an electrical arc was observed between the electrode pads and spo2 finger probe. The complainant also indicated they heard a popping noise. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.